Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the spacer was broken which caused the error to occur. As a result the spacer was replaced. (B)(4).

Event description:
It was reported that the programmer displayed an error upon boot-up. The programmer was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.